Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6. (Type of investigation, investigation findings, component, investigation conclusions), h10. To fix the issue, the getinge field service engineer (fse) replaced the batteries. The fse then completed the pm with all functional and safety tests to factory specifications. The unit was returned to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) units batteries didn't last for pm. There was no patient involvement.